Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of treatment. Logfile review shows one break because the laser pedal was pressed, but treament was 100% performed. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. Clinical review; the postoperative topography shows a central steepening and small central irregular astigmatism, which might be the reason for a possible limited visual acuity on this eye, but there is no central island shown. According to technical onsite visits and logfile review no technical root cause was identified as the product was found to be within specifications, clinical review shows no central island identified. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported poor results and possible central islands in a patient with myopic graduations of four diopters following refractive treatment of the right eye. Additional information requested. There are multiple reports for this facility. This report represents patient pmvd right eye; and additional reports will be filed.